Event description:
Lead was exhibiting significant noise. Patient also required a pro-MRI system. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed that both sealing rings of the lead were damaged, which most likely resulted from explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported noise. The measurements during the electrical analysis were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.